Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 1 of 4. As reported by the user facility, it was confirmed that the batch number was unknown and the samples were not available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As per user facility, event 1: facility reported they had multiple catheter connectors detach from catheters, but have had 4 recently. No patient injuries were reported at this time.